Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
The customer reported image switches off during a laparoscopy procedure involving an olympus autoclavable camera head. Which was completed with the same device. There was no patient injury reported.